Event description:
The following has been reported: biomed reported: pump that has an amber error that is constant and occurs after every restart. The pump has not received or cannot receive the software update as well. No patient harm reported. A preliminary review identified the following issue: unable to download sw updates unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a double yellow pump alarm. Upon return, the device started up with a yellow pump alarm. Verified voltage at power entry pcba and main pcba. Tested ok. Installed engineering test set of battery packs and error did not occur. Internal investigation found front housing assembly to have damaged screw mounts. Battery packs (counter reset) and front housing will be removed and replaced during repair process. No other damage found.